Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The repair was not completed as the customer had only requested for an evaluation and an estimate for the cost of the repair. (B)(4).

Event description:
Covidien received information stating that while in use on a patient, an 840 ventilator generated a screen block error message. The patient was removed from the ventilator and placed on an alternate ventilator. There is no report of patient injury associated with this event.